Event description:
It was reported that during a laparoscopic colorectal resection procedure, there was leakage from the trocar. When not having an instrument in the trocar there were no signs of leakage, but when inserting an instrument (5 mm) there was a constant leakage; 590 liters of gas during a 2.5 hour surgery. No patient consequences were reported. Procedure was prolonged by 5 minutes. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.